Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: during the procedure. It was reported that during a left internal carotid artery (ica) stenting procedure during placement of the embolic protection device, the patient experienced a distal vasospasm followed by contralateral symptoms of left facial droop and left sided weakness. One day postprocedure, a head CT was negative for acute changes. Three days postprocedure, the neurological event was diagnosed as a right subcortical stroke improving. At an unspecified time, the patient was transferred to rehabilitation services. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. The lot number was provided. Vasospasm and stroke are known possible adverse events associated with the use of the device as listed in the device instructions for use. There was no device malfunction reported. The lot history record was reviewed and there are no non-conformances associated with this lot number.